Event description:
Circulatory collapse. Inflammatory red patches on the skin ([erythematous skin rash], [skin oedema]). Wound secretion. Germ nos found/ suspected postoperative infection nos [postoperative infection nos] case narrative: this case is cross referred to cases (B)(4) (same patient). Initial information received on 19-mar-2019 and 25-mar-2019 and was processed with the clock start date of 19-mar-2019 regarding an unsolicited valid serious case received from pharmacist via health authorities of france under reference (B)(4). This case involves an infant male patient of age below 1 year who experienced circulatory collapse, inflammatory red patches on the skin, wound secretion and germ nos found/ suspected postoperative infection nos, after the use of medical device carboxymethylcellulose, sodium hyaluronate (seprafilm) (latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On the unknown date, the patient underwent a first laparotomy and was implanted with carboxymethylcellulose, sodium hyaluronate (lot -unk) for adherence prophylaxis after surgery. On the unknown patient, he experienced an erythematous skin rash with inflammatory red patches on the skin, and edemas. On the unknown date, he presented wound secretion and hemodynamic failure. Also, a germ of unknown type was found (suspected postoperative infection nos). Final diagnosis was germ nos found/ suspected postoperative infection nos, wound secretion, inflammatory red patches on the skin and circulatory collapse. Action taken: unknown. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. Seriousness criteria: medically significant for circulatory collapse. Upon internal review on 03-apr-2019, with the clock start date of 19-mar-2019. The analysis of similar incidents was added.

Event description:
Circulatory collapse [circulatory collapse] . Inflammatory red patches on the skin [skin inflammation] ([erythematous skin rash], [skin oedema]). Wound secretion [wound secretion] . Germ nos found/ suspected postoperative infection nos [postoperative infection nos]. Case narrative: this case is cross referred to cases (B)(4). Initial information received on 19-mar-2019 and 25-mar-2019 and was processed with the clock start date of 19-mar-2019 regarding an unsolicited valid serious case received from pharmacist via health authorities of france under reference (B)(4). This case involves an infant male patient of age below 1 year who experienced circulatory collapse, inflammatory red patches on the skin, wound secretion and germ nos found/ suspected postoperative infection nos, after the use of medical device carboxymethylcellulose, sodium hyaluronate (seprafilm). (Latency: unknown) the patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On the unknown date, the patient underwent a first laparotomy and was implanted with carboxymethylcellulose, sodium hyaluronate (lot -unk) for adherence prophylaxis after surgery. On the unknown patient, he experienced an erythematous skin rash with inflammatory red patches on the skin, and edemas. On the unknown date, he presented wound secretion and hemodynamic failure. Also, a germ of unknown type was found (suspected postoperative infection nos). Final diagnosis was germ nos found/ suspected postoperative infection nos, wound secretion, inflammatory red patches on the skin and circulatory collapse. Action taken: unknown. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A product technical complaint was initiated on (B)(6) 2019 for seprafilm. Batch number: unknown global ptc number:(B)(4). No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. Seprafilm adhesion barrier serves as a temporary bioresorbable barrier separating apposing tissue surfaces. The physical presence of the membrane separates adhesiogenic tissue while the normal tissue repair process takes place. When applied as directed, seprafilm adhesion barrier can be expected to reduce adhesions within the abdominopelvic cavity. Approximately 24 to 48 hours after placement, the membrane becomes a hydrated gel that is slowly resorbed within one week. Components are excreted in less than 28 days. All seprafilm lots manufactured by genzyme are released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics are compiled by sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal is discussed during these trending meetings and escalated to the safety governance for adjudication. As a lot history review/investigation was unable to be completed and no trending signal has been identified at this time, no CAPA was considered necessary however; sanofi-genzyme would continue to monitor and trend these types of events and implement appropriate corrective actions where applicable. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Seriousness criteria: medically significant for circulatory collapse. Upon internal review on (B)(6) 2019 with the clock start date of (B)(6) 2019. The analysis of similar incidents was added. Additional information received on 11-apr-2019. Investigation summary received and ptc results added. Text amended accordingly.

Event description:
Circulatory collapse [circulatory collapse], inflammatory red patches on the skin [skin inflammation] ([erythematous skin rash], [skin oedema]), wound secretion [wound secretion], germ nos found/ suspected postoperative infection nos [postoperative infection nos]. Case narrative: this case is cross referred to cases (B)(4) (same patient). Initial information received on 19-mar-2019 and 25-mar-2019 and was processed with the clock start date of 19-mar-2019 regarding an unsolicited valid serious case received from pharmacist via health authorities of (B)(6) under reference (B)(4). This case involves an infant male patient of age below 1 year who experienced circulatory collapse, inflammatory red patches on the skin, wound secretion and germ nos found/ suspected postoperative infection nos, after the use of medical device carboxymethylcellulose, sodium hyaluronate (seprafilm). (Latency: unknown) the patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On the unknown date, the patient underwent a first laparotomy and was implanted with carboxymethylcellulose, sodium hyaluronate (lot -unk) for adherence prophylaxis after surgery. On the unknown patient, he experienced an erythematous skin rash with inflammatory red patches on the skin, and edemas. On the unknown date, he presented wound secretion and hemodynamic failure. Also, a germ of unknown type was found (suspected postoperative infection nos). Final diagnosis was germ nos found/ suspected postoperative infection nos, wound secretion, inflammatory red patches on the skin and circulatory collapse. Action taken: unknown. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. Seriousness criteria: medically significant for circulatory collapse.